Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).

Event description:
A customer reported that the cutter was slow with poor cutting during a vitrectomy procedure. The product was replaced and the case was completed with no harm to patient. No further information is expected for this case.